Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil did not work properly. Once it was plugged into the electro surgical unit, it automatically turned on without having to push button like normal. The procedure was completed successfully. The complainant is unaware if there was a delay, adverse consequences or medical intervention.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure, the e-sep pencil did not work properly. Once it was plugged into the electro surgical unit, it automatically turned on without having to push button like normal. The procedure was completed successfully. The complainant is unaware if there was a delay, adverse consequences or medical intervention.